Event description:
The patient stated they had a reaction to the sun from one of their medications that they noticed when they went to a tanning bed. The patient did not think that it was a medication used in the pump, but they did not know. They stated that ¿got really golden bronzed¿, and they got ¿all these bubbly¿ (inaudible). The patient had been out in the sun, and her temperature may have gotten past 102 degrees and she wondered if that could have caused a skin reaction.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).